Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of horizontal stripes on the image is due to damaged endoscope interface. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned video system center to the service center for evaluation related to a separate issue. During testing, the service center identified horizontal stripes in the image. There was no patient involvement.